Manufacturer narrative:
Citation: haibin tan, ms, guangfu huang, bs tian zhang et. Al a retrospective comparison of the influence of surgical clipping and endovascular embolization on recovery of oculomotor nerve palsy in patients with posterior communicating artery aneurysms. Neurosurgery 76:687¿694, 2015 doi: 10.1227/neu.0000000000000703. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown.

Event description:
Medtronic received information through literature review post coil embolization treatment the following post procedure complications occurred. It was noted that two patients were reported to have significant cerebral vasospasms postoperatively. One patient had ap hasia. Nine patients had hydrocephalus that required multiple lumbar punctures to release the bloody cerebrospinal fluid and two of the nine patients required ventriculoperitoneal shunting. A total of 132 patients were treated by surgical clipping, and 44 were treated by endovascular embolization. The mean age in this cohort was 54.65 yrs; 23 male and 21 female. This was a single-center retrospective study undertaken on patients treated between june 2008 and may 2012 the purpose of this article was to analyze the impact of these 2 techniques (surgical clipping and endovascular embolization) on recovery of oculomotor nerve palsy (onp) caused by posterior communicating artery aneurysms (pcomaas).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.